Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found an external abrasion breaching the outer insulation and abrading/separating all five filars of the outer coil proximal to suture sleeve tie impression. The reported event of loss of capture was confirmed. The cause of loss of capture was due to external abrasion which is consistent with friction to the device can. Electrical and x-ray examinations did not find any indication of conductor fracture except for abrasion of the outer coil. The reported event of lead fracture was not confirmed.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture was observed on the right ventricular lead. During a revision, a lead fracture was noted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.